Manufacturer narrative:
This ipg serial number was included in the field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt reported she is experiencing intermittent burning/itching sensations at her ipg site. The pt stated the sensation often occur at night and wakes her up. Pt further stated she always has stimulation on and has not turned it off to determine if the sensation still occur. The pt was advised to consult with her physician as to the next course of action.